Event description:
The patient reported that the pump did not detect the cartridge during the load cartridge phase.

Manufacturer narrative:
There is no adverse event associated with this complaint. The patient reported that the pump did not detect the cartridge during the load cartridge phase. The pump was returned to animas for evaluation. Evaluation revealed damage to the force sensor assembly and "no cartridge detected" warnings in the pump history.